Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
Manufacturer reference number: 2938836-2019-06310. It was reported that the patient presented for right ventricular lead extraction due to a suspected lead fracture. It was previously noted that the rv lead had exhibited loss of capture, variable sensing issue, and high, out of range, pacing lead impedance. The rv lead was capped and replaced on (B)(6) 2019. No externalized cables were observed on the rv lead. Due to adhesion between the atrial and ventricular leads, the ra lead was also explanted and replaced. Some ra lead noise was also reported. The patient¿s device was electively replaced for the new leads to be compatible. The patient was stable before, during, and after the procedure.